Event description:
It was reported that during a supply change the user could not observe drops during the fill tubing step at 25 units, removed the cartridge, found it wet, and observed insulin leaking from the cartridge chamber, consistent with a cartridge leak and device component issue involving the cartridge. Customer care provided support that included customer troubleshooting and education, including cleaning the pump with alcohol swab and q-tip and monitoring for restart alerts. Investigation of this case revealed a suspected leaking cartridge with no device alerts, and the pump was considered safe to use after cleaning per guidance. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no alarms, and no interruption requiring medical care or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the cartridge consistent with a leak.